Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/26/2020.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an artificial joint replacement surgery on (B)(6) 2019 and a reservoir was used. After surgery the drainage could not be done since the reservoir could not be locked when trying to apply negative pressure in the ward. The product was used for intraarticular. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.